Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot#:4011641 d4. Medical device expiration date: 31-jan-2025 h4. Device manufacture date: 01-feb-2024 d4. Medical device lot#:4011638 d4. Medical device expiration date: 31-jan-2025 h4. Device manufacture date: 01-feb-2024 h.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the tube kept pushing off for multiple batches. No patient or user impact reported.

Manufacturer narrative:
H.6 investigation summary : bd had not received samples or photos for investigation. Therefore, 100 retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to tube push off as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the tube kept pushing off for multiple batches. No patient or user impact reported.